Event description:
The customer reported to physio-control that their device showed a service wrench indicator and an empty battery indicator in the readiness display. The device could no longer be powered on; neither with another battery installed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused the device to not power on every time. Furthermore it was observed that the device had sustained impact damage on the case and the main capacitor case. Physio-control further evaluated the digital pcb assembly and determined that the cause of the reported failure was due to the pcb-mounted jack connector, designator j16, having sustained impact damage. The connector housing of the pcb-mounted jack connector, designator j16 has come loose from the sockets. The sockets have become intermittent to the mating interconnect pins, and the device will only intermittently power on. A replacement device was provided to the customer under warranty.